Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the lead came out from the pacemaker and was put back in place. The lead remains in service. No additional adverse patient effects were reported.